Event description:
It was reported that the magnet of the internal device became dislodged during an MRI on (B) (6) 2010. The patient has reversed the magnet on the external coil to maintain connection with the internal device. Further evalutaion of the paitent is scheduled for (B) (6) 2010. (Date not reported)

Manufacturer narrative:
(B) (4): implanted device remains.